Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative regarding an intrathecal pump. As the pump was interrogated, a warning came up. The logs were checked, and it looked like the pump stopped and then restarted a day later. A motor stall occurred on (B)(6) 2015 at 1328 and recovered on (B)(6) 2015 at 1328. The pump was not implanted and was not used in a patient. The intended use of the device was treatment. There was no patient death. There was no patient injury. (It was noted that the manufacturing representative had another pump to use for implant).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.